Event description:
The customer called regarding a display anomaly. It was indicated that the customer was in the emergency room due to hbgs. The customer is unsure why their bgs are high. At that time, the customer was instructed to revert back to manual injections per md protocol until the replacement arrives.